Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had turned their implant off for a surgical procedure a few weeks ago and when they went to turn it back on they saw a power on reset (por) message after synching. The patient mentioned the patient programmer (pp) needed new batteries prior to synching. The patient was to follow up with the healthcare provider (hcp) to get the device reprogrammed. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.